Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-aug-2019 with the following findings: the pump powered on and the display was clear and legible. The complaint of a blank display was not duplicated during investigation. The pump cover was removed and no evidence of moisture was observed inside the pump. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in an inability to use the product which may lead to long term cessation of delivery.